Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for chronic low back pain, degenerative disc disease, and spinal pain. It was reported that the patient was getting poor coupling with recharging. They met with a manufacturer representative (rep) the day prior and were able to get all 8 bars. When the patient got home, they got no bars and were getting 2 bars on the day of the report. Troubleshooting included repositioning the antenna over the ins and the antenna locate (al) feature. Troubleshooting did not resolve the issue and the patient saw a poor coupling screen. No patient symptoms were reported. Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the issue of poor recharge coupling was resolved by a manufacturer representative. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that it was the patient's first time recharging at home and they were having difficulty locating the proper spot. The patient was still only getting two black boxes when charging, but it was working; it just took a longer period of time. Additional information received from the manufacturer representative reported that recharging was taking too long. The patient had poor coupling with a max of four bars but typically two or less was seen and four bars when standing. Another recharger was tried and did not resolve the issue. It was noted that the implant was not too deep in the pocket and was not flipped. The patient had mentioned that the pocket felt like it was burning and the implant was loose in the pocket. Additional information received from the manufacturer representative reported that they felt the implant in the pocket and it moved in the pocket. It was noted there was not enough information why the burning occurred except that recharging took many hours. The patient and physician discussed options to relocate the implant and a surgery was scheduled for (B)(6) 2017 to reposition the implant. Further information received from the representative stated that the implant was relocated in the pocket on (B)(6) 2017. It was stated that the cause of the burning and implant movement was that the implant was deep in the pocket. The issue was resolved.